Event description:
It was reported that the ventilator failed internal leakage test and flow test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the gas module was found defective. The repair has not been completed as customer decided to contact third party company. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and the part were not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.